Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was removed due to an infection and returned to guidant for testing. Initial laboratory analysis revealed that the device is stuck in an a2d lockup condition after attempting to perform a shock lead impedance test three days after explant. The device was verified to have pacing outputs, but no shocking capabilities.